Manufacturer narrative:
Leakage was observed and confirmed at the bond between the ch-14 spike and the clave components. Subsequent disassembly revealed a crack at the bond between the ch-14 spike and the clave component. This type of damage and subsequent leakage is typical of unintentional bend breakage during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The incident involved a chemoclave® vented bag spike. The reporter stated that the 5-fluorouracil (5-fu) leaked from the spike. The event occurred during infusion. The device was not reprocessed or resterilized. There wasn¿t any unprotected chemotherapy exposure in this event. There was patient involvement but no patient harm.